Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the occurrence of a vertical gas breakthrough in the patient's right eye, during lasik surgery. There are two related reports for this facility. This specific report addresses unknown patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During onsite technical visit, field service engineer verified that flap thickness is still within specification and performed preventive maintenance with service installation and confirmed device met specifications. Event date was not communicated. Therefore, the review was conducted for the day before the service case was opened. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows that the user performed one energy check and performed on that day. The energy was stable during the whole day. The logfile shows two successfully performed treatments. Review was conducted on the only right eye treatment on that day. Due to missing information, it cannot be verified that this is the reported treatment. The logfile shows that the beam control check was performed before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. The manufacturer internal reference number is: (B)(4).